Event description:
It was reported that during a left carotid interventional procedure, after stent deployment and while viewing under fluoroscopy it appeared that flow was swirling in the stent area. The channel from the stent to the emboshield nav6 filtration element (fe) appeared irregular and it was felt thrombosis was present with restricted flow. The physician used a non-abbott aspiration device and 2 passes with the device were completed; however, the patient exhibited transient ischemic attack (tia) symptoms of memory loss and tongue deviation. After the aspiration the fe retrieval catheter was used and the filter was removed without issue. It was noted that the patient symptoms resolved with the removal of the filter. Although the aspiration device was not checked for debris, nothing was seen in the fe. The guide catheter was checked but nothing was found. The procedure was completed with no additional events and the patient was reported as doing fine. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report filed additional and corrected information stated that the procedure was in the left internal carotid artery; the channel from the stent to the emboshield nav6 filter should have been the channel from the stent to the rx accunet embolic protection system. Patient was discharged to home (B)(6) 2011.

Manufacturer narrative:
(B)(4). Embolic protection: emboshield nav6 7.5 (removed). Guide wire: wholey. Guiding catheter: 8 fr cr4/80 cm. Other: bivalirvdin.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 4 x 2 viatrac; embolic protection: emboshield nav6 7.5 evaluation summary: evaluation of the returned embolic protection system (eps) found blood in the guide wire lumen of the recovery catheter rc2, on the guide wire coils and on the obturator. The filter basket, recovery catheter 1 (rc1) and recovery catheter 2 (rc2) were returned. The filter basket was returned advanced through rc2 and was fully expanded, located distal to the rc2 tip. There was no damage noted to the filter basket. There were three bends in the guide wire tip proximal to the tip ball. There were collapsed coils on the guide wire 8 mm proximal to the tip ball and 2 mm distal to the center solder for a length of 2 mm. The tip coils were pushed distal from the center solder for a length of 1.5 mm. There was no other damage noted to the guide wire. There were three bends in the rc2, distal to the strain relief tubing. There was no other damage noted to rc2. There was no damage noted to the rc1. There was no other damage noted to the eps. The tip of the guide wire was tugged on to confirm that the shaping ribbon and core were still intact. During analysis of the returned rx accunet, there was damage noted to the tip coils and bends noted on the recovery catheter. As there were no reported issues with the device, this damage appears to be consistent with handling or occurring during use. The damage does not appear to have contributed to the reported patient effects. There was no reported product deficiency. The reported patient effects of thrombosis, transient ischemic attack (tia) are listed in the product instruction for use (IFU) as potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.